Event description:
It was reported that the health care professional (hcp) called technical services (ts) for troubleshooting assistance of this implantable cardioverter defibrillator (ICD) device. Ts reviewed the presenting electrogram (egm) and observed an atrial paced beat being undersensed which lead to pacing on the t wave which appeared to have induced a ventricular tachycardia (vt). While preparing to deliver a shock, the vt self-terminated, however, a committed shock was delivered by the device. Ts discussed possible troubleshooting options with the hcp. The hcp reprogrammed the device settings. At this time, this ICD remains in service. No additional adverse patient effects were reported.